Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial; dry with debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.00 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different power lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: device evaluation: lens returned in a microcentrifuge vial; dry with debris on product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).